Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that during attempted removal of the yellow protective sheath from the balloon, it was very difficult and a lot of resistance was felt. It was decided not to use tremendous power, afraid that it could damage the balloon so the balloon was set aside and another device was used. There was no patient involvement and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was returned for analysis and abbott vascular (av) confirmed the reported difficulty removing the protective sheath. A review of the complaint history identified no other similar incidents from this lot. The investigation determined the reported difficulty removing the protective sheath appears to be related to operational context. It should be noted coronary dilatation catheters, nc trek rx, instruction for use (IFU), states to remove the protective sheath off the balloon before preparing the device with the recommended contrast medium and evacuating the air from the balloon segment. In this case, it is unknown if the reported IFU deviation caused or contributed to the reported complaint. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the initial medwatch report information was provided indicating that the device was prepped (air aspiration) and then the balloon was taken out of the plastic cover and finally the protective sheath and stylet were removed. No additional information was provided.